Event description:
It was reported that decreased sensing was noted. At revision, sensing was within range. Device header had been full of fluid. Device was explanted and replaced. All measurements were within range. Header issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed body fluid in the tip portion of the is-4 lead bore and underneath the septum. The device's functionality was tested on the bench and on our automated testing equipment; no anomaly was found. The device met all specifications and was found to be normal. The cause of the reported sensing anomaly could not be determined.